Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Visual inspection found physical damages to two capacitors and a terminal. The physical damage noted did not allow for functional testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the battery charger and batteries to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger and batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), a charger board for the imaging system was not outputting a voltage. No additional information was provided. There was no patient present when this issue was identified.